Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address infection. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip). Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. The MDR decision is now being reversed on the liner and head to address these allegations.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes a82he1000, a6afw1000, and ad6ge4000. A search of the complaint database finds additional reported incidents against lot codes 2300126 and 1980248 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.